Event description:
It was reported that this integrated programmer was unresponsive during a threshold test. Additionally, it is suspected that it out of calibration. This device was unplugged in order to stop the test. This device was returned to boston scientific for analysis.

Event description:
It was reported that this integrated programmer was unresponsive during a threshold test. Additionally, it is suspected that it out of calibration. This device was unplugged in order to stop the test. This device was returned to boston scientific for analysis.